Event description:
It was reported that a user experienced sustained high blood glucose after waking and breakfast, with a confirmed meter value of 411 mg/dl and cgm showing ¿high,¿ while using an ilet system with a g7 sensor and a cannula-on-body infusion set on the abdomen; troubleshooting confirmed proper connections, priming with visible drops, and a site-only supply change was performed with no observed occlusion, leakage, or site irritation, after which glucose decreased to 160 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included review of device performance through guided troubleshooting, assessment of infusion site condition and connections, and confirmation of insulin delivery priming. Investigation of this case revealed no device malfunction or site complications, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.